Event description:
A varus force as well as flexion of the wrist was performed to help bring the fracture fragment back to its fracture bed. A guide wire was placed into the fragment until just a small portion of the tip was protruding into the fracture site. This was then used as a joystick to anatomically reduce the fragment. C-arm fluoroscopy was then used to visualize anatomic reduction and appropriate placement of the guide wire. The guide wire was then advanced across the fracture site so that it ran just superior to the olecranon fossa and went from posterior to anterior until it was noted to be directly on the anterior cortex on a lateral fluoroscopy image. A depth gauge was then used to measure for the screw. Appropriate length 4.0 partially long threaded orthogeriatrics cannulated screw was then selected. A washer was placed onto the screw. The near cortex was then drilled, and the screw was placed and noted to have good compression across the fracture site and fluoroscopic images verified maintenance of acceptable reduction of the fracture and acceptable position of the hardware. The guidewire tip was broken off inside of the bone and it was unable to be retrieved.

Event description:
A varus force as well as flexion of the wrist was performed to help bring the fracture fragment back to its fracture bed. A guide wire was placed into the fragment until just a small portion of the tip was protruding into the fracture site. This was then used as a joystick to anatomically reduce the fragment. C-arm fluoroscopy was then used to visualize anatomic reduction and appropriate placement of the guide wire. The guide wire was then advanced across the fracture site so that it ran just superior to the olecranon fossa and went from posterior to anterior until it was noted to be directly on the anterior cortex on a lateral fluoroscopy image. A depth gauge was then used to measure for the screw. Appropriate length 4.0 partially long threaded orthopediatrics cannulated screw was then selected. A washer was placed onto the screw. The near cortex was then drilled, and the screw was placed and noted to have good compression across the fracture site and fluoroscopic images verified maintenance of acceptable reduction of the fracture and acceptable position of the hardware. The guidewire tip was broken off inside of the bone and it was unable to be retrieved.